Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a legal firm on 22-mar-2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that catheter failure, granuloma, hospitalization and paresthesia occurred. Catheter revision surgery occurred on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.